Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 2 of 3) it was reported during surgery when the surgeon was attempting to remove the screw two drivers were deformed. The screw and plate had to be removed using a carbide drill. The surgery was completed after a 20-minute delay. There were no other adverse patient consequences reported. There are 3 related report numbers for this event 3025141-2024-00335 through 3025141-2024-00337.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two t8 stick fit hexalobe driver (part number 80-0759, batch number 574727) were returned for evaluation. The returned drivers were visually examined under magnification. For both drivers, there was significant twisting found along the hexalobe grooves on the driver tips. A visible twisting of each ridge along each driver tip was seen, this usually occurs just prior to a driver tip breaking. Hexalobe tip twisting occurs when excessive force is applied to the driver during use, usually to overcome increased resistance. The returned product description indicated the drivers were damaged during removal. During screw removal the amount of bone growth and adherence to the screw, were factors contributed to excessive torsional force which can cause the twisting and hexalobe tip fracture observed. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated to 10. Investigation findings code (annex c): updated to 3243. Investigation conclusion code (annex d): updated to 4315.